Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seventeen days post implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) revealed severe paravalvular leak (pvl). It was reported that the valve had been implanted too deep in annulus. Nineteen days post implant, the valve was snared and pulled out of the annulus. A second valve was implanted that improved the pvl to mild. Five days after the implant, a computed tomography (CT) indicated a right frontal and occipital sub-acute cortical infarction that was probably embolic in nature. Medication was prescribed. No further adverse patient effects were reported.